Event description:
The consumer stated that shortly after the chair lift was installed (date unk) the consumer saw that silicone oil was spewing from the chain which is not covered. The consumer contacted the company. The consumer stated that mr. (B)(4) and his son came back out and advised the consumer that it was only dust. The chair is also jerking as it comes around the corner at the bottom stairs and scratching the pipes. Also, the material on the foot pad is shredding. The consumer stated that the last time the company sent someone else, the son was using (B)(6) to clean the oil. Retailer: (B)(4). The prod was not damaged before the incident. The prod was not modified before the incident. (B)(4).